Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose event. Customer stated that he ate too many carbohydrates. His wife called the paramedics. Customer did not go to the hospital. The blood glucose reading at the time of the event was 18 mg/dl. Customer stated that his wife and neighbor assisted him, he does recall. He was given shots and the blood glucose increased. The current blood glucose reading is 96 mg/dl. Customer visited his physician and the basals were reset. Nothing further reported.